Manufacturer narrative:
(B)(4).

Event description:
On 03mar2016 a patient (pt) reported that while wearing the acuvue oasys contact lens (cl) he/she experienced redness, itching, and burning. The pt reported that the lenses ¿make his/her eyes uncomfortable after 2 days of wear.¿ the pt reported that he/she went to the eye care provider (ecp) and was diagnosed with a bacterial infection in the os. The pt reported that he/she could not wear lenses for 1 week. The pt reported that he/she was prescribed a steroid/antibiotic drop tid for 7 days and to refrain from cl wear. The pt reported that he/she does not sleep in the lenses and replaces the lenses at two weeks. The pt also reported that he/she uses opti-free pure moist disinfectant. On 08mar2016 a call was placed to the pts ecp and a representative at the office reported that the pt was diagnosed with bacterial conjunctivitis ou on (B)(6) 2016. The representative reported that the os was worse and the pt reported discharge and ¿the eyes felt gritty.¿ the representative reported that the pt was prescribed tobradex. The representative also reported that the event has resolved and the pt has returned to normal cl wear in the acuvue oasys cl. On 08mar2016 the pts medical records were received from the pts treating ecp. Date of visit: (B)(6) 2016: chief complaint: os>od pain, discharge, gritty, redness. Monday contacts started bothering eyes; tues put in new pair; wednesday could only wear then for 2 hours; this morning experienced symptoms. Ocular complaint: chief complaint: the pt reports pain in or around the eye(s); location: the pain is greater in the os than the od; quality: the symptoms are worsening; severity: % (10 being worst); duration: the symptoms are intermittent in nature. Exam: tonometry: od: 21 mmhg; os: 18 mmhg test: applanation. Pupils: pupils are equally round, reactive to direct, consensual and near stimulation. No afferent pupillary defect is noted. Eyelashes: eyelashes are normal ou. Eyelids: slit lamp: od: eyelids are normal with complete closure upon blink; os: eyelids are normal with complete closure upon blink. Cornea od: corneal epithelium, stroma, endothelium, tear film, clear and healthy; os: areas of punctate epithelial keratitis are noted. Corneal stroma is clear and free of edema or defects. Endothelium free of deposits and guttata. The defect is located in the inferior cornea. Conjunctiva od: location of defect: bulbar. Tarsal. Inferior. Deep injection exists surrounding the limbus. No conjunctival hemorrhages noted. Marked chemosis is noted in the subconjunctival space. Severity of presentation estimated at 2+ moderate. The conjunctival layer is smooth and without damage. No papillary response is noted in the conjunctiva. No follicles are noted in the conjunctiva. A serous watery or watery discharge is noted. Positive staining with fluorescein is noted; os: location of defect: bulbar. Tarsal. Inferior. Deep injection exists surrounding the limbus. No conjunctival hemorrhages noted. Marked chemosis is noted in the subconjunctival space. Severity of presentation estimated at 2+ moderate. The conjunctival layer is smooth and without damage. No papillary response is noted in the conjunctiva. No follicles are noted in the conjunctiva. A serous watery or watery discharge is noted. Positive staining with fluorescein is noted. Sclera od: normal; os: normal. Anterior chamber od: chambers are deep with no evidence of cells or flare; os: chambers are deep with no evidence of cells or flare. Iris od: the iris appears healthy with normal anatomy and convexity; os: the iris appears healthy with normal anatomy and convexity. Impression: bacterial conjunctivitis. Plan: therapeutic rx: tobradex 1 drop into both eyes qid x 7 days. Treatment conjunctiva: bilateral rx antibiotic/steroid drops as directed. Monitor condition at suggested intervals. Instruct patient to immediately report any changes in condition outside of expected and discussed symptoms. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00k8wb was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.